Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis (left device) and a mentor memorygel breast implant 250cc gel breast prosthesis (right device) developed capsular contracture in both of her breasts. Baker grade iii capsular contracture in the patient¿s left breast was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2019. Possible right breast capsular contracture (baker grade unknown) was observed during explantation surgery. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019 the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019 mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. The device was visually inspected and parallel lines of shell wear were observed on the anterior aspect. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Shell wear suggesting in-vivo folding or creasing of the device may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).